Event description:
The customer reported ECG has intermittent reading while connected to the simulator. The monitor shows sporadic artifact on the screen without cables attached to anything. Swapped cables from another device with the same outcome. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress

Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that ECG has intermittent reading while connected to simulator. Monitor shows sporadic artifact on screen without cables attached to anything. Customer swapped cables from another device with same outcome. Results of functional testing indicate that the unit would not recognize the ECG cable was connected. The complaint was escalated for technical investigation and the results indicate that the ECG flex cable was not seated in the ECG board correctly. After tightening the ECG flex nut and the ECG flex was reseated, device functions are working correctly. Based on the information available and the testing conducted, the cause of the reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.